Manufacturer narrative:
(B)(4). D10: cat# 11-104215, lot# 216550, mlry-hd lat por fmrl 15x180 mm; cat# 113848, lot# 130020, titanium screw low prof 5x40 mm; cat# 113848, lot# 347820, titanium screw low prof 5x40 mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 12 years post-implantation due to pain, and elevated metal ions. The cup and head were revised and stem well fixed and retained. Attempts have been made and no further information has been provided.